Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator drawers were failed to unlock. The customer cancelled or resolved this issue. The issue was resolved with no detail provided by the customer regarding how the issue was rectified, the customer gave permission to close the case.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator had a hardware failure. The customer reported that the refrigerator drawers were failed to unlock while pulling the medications. There were no adverse events or injuries reported as a result of this incident.